Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on between (B)(6) 2015, the subject device delivered 4 inappropriate shocks due to noise detection. On (B)(6), the subject device was replaced and was returned for analysis.